Manufacturer narrative:
Argus case n° (B)(4).

Event description:
What is the danger to the person who swallowed that tablet. No, it was my wife. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number we6h, expiry date 30th september 2022) for product used for unknown indication. On (B)(6) 2020, the patient started polident overnight denture cleanser tablets. On (B)(6) 2020, less than a day after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional details, adverse event information was received via call center representative on 1 may 2020. The consumer reported "polident tablet, should the person swallow that. What dangers do we have to look for? What first aid we have to get. What is the danger to the person who swallowed that tablet. I called poison control and they said you don't need to worry. But they did not seem to know what the product was. No, it was my wife".